Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a shocking sensation and pain when the ins device was turned on. As an issue that may have led to the issue, the patient had a fall about 2 months ago which could have damaged the system (leads). The representative tried to do an impedance check, but it was too painful for the patient. As an action taken, the device system was shut off. The patient did not experience the pain with the device off. The patient was deciding if they will have the system removed or replaced. The issue was reported as resolved at the time of report. There were no further complications reported or anticipated.